Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support that the liberty select cycler powered up with a blank screen. The cycler was rebooted and the touchscreen was pressed, however the screen remained blank. The patient was advised to discontinue use of the cycler. A replacement cycler was issued to the patient. It was stated upon initial reporting that an alternate form of treatment was not available. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was not able to complete treatment with the cycler on the reported event date. The replacement cycler was received. The original cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage on the rear panel, top cover, door cover, bottom cover and power switch. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board (with lot code 2236). A known good inverter board was installed and the display became fully operational. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.